Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system wouldn¿t start up. Upon troubleshooting, fse found that the host pc wasn¿t turning on and it was defective. To resolve this issue, the fse replaced the host pc. The defective host pc was returned to philips for analysis and found that there was failure in power supply unit as it was no power and s61 unit was nonfunctional. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.